Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was acting up. The insulin pump was no delivering insulin. The insulin pump was giving him false readings. Customer's blood glucose level was 600 mg/dl. He was vomiting. The customer treated his blood glucose level with an injection. He was placed in emergency care because his blood glucose level dropped. The paramedics were dispatched and he went to the emergency room on (B)(6) 2016. Customer's blood glucose level was 36 mg/dl. At work the customer was very sweaty and incoherent. The customer was given sugar and was wearing the insulin pump. The device was not returned.

Manufacturer narrative:
The pump passed the delivery accuracy test.